Event description:
It was reported that the patient presented to the emergency room due to a transient ischemic attack (tia). A review of device transmission found high thresholds and intermittent loss of capture on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d314trg implantable cardioverter defibrillator (ICD)  2013-(B)(6), 4193 implantable pacing lead 2007-(B)(6), 5076 implantable pacing lead 2007-(B)(6). (B)(4).